Manufacturer narrative:
A visual examination of the multiaxial screw inserter confirmed the reported event. The top of the instrument has cracked at the weld point . Hardness testing of the returned product confirmed proper manufacturing and processing. A review of the manufacturing records indicated that there were no dimensional, functional, or material anomalies reported at inspection. The probable underlying root cause for the damage is excessive force during usage of the device.

Event description:
It was reported that the instrument handle broke during use. No foreign object was left in patient however there was a 40 minute delay during surgery.patient outcome: no adverse effect reported as result of this event.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.this report is number 1 of 4 mdrs filed for the same event. Also see: 0002242816-2012-00046/00049.